Event description:
It was reported that the patient was no longer providing pain relief from their superion interspinous spacer. The physician wanted to remove it and put a clamp there instead. The patient underwent an explant of their spacer. No additional adverse patient effects were reported, and there were no patient complications. The explanted device will not be returned as it was discarded by the facility.